Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, not prepping the skin with antiseptic solution, not using antibiotics pre-operatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes of the reported issue. The patient has had multiple surgeries, fibromyalgia and the implanting clinician thinks the patient's body is rejecting the leads. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity (user error - clinician).

Event description:
The patient reported their incision site was open and infected. An explant procedure was performed on (B)(6) 2022 to remove one of the leads. The patient had two leads implanted, however only one was explanted. On (B)(6) 2022, the patient had a wound revision to clean it up. The patient's explant wound is still open, and they are not currently using the device.